Event description:
A remstar autoa-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles, and deterioration of foam inside the the blower kit. There was also presence of error code e021(err_motor_vbus_high), e053(err_comp_log_sem_timeout), e055(err_therapy_queue_full). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.